Event description:
It was reported that during a cori assisted tka, when the real intelligence robotic drill was being calibrated it did pass the calibration stage. This was tried at least three times. Diagnostic test was performed with failed result. Surgery was performed after a non-significant delay, with manual instrumentation. No patient complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
H6: health effect - impact code section h3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. No system log files or screenshots were provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. No errors were observed during testing, drill was able to calibrate successfully and passed all checks. Although the reported problem was not confirmed through a visual or functional evaluation, it is possible that the drill may have failed calibration due to incomplete insertion of the bur or due to a fault with the drill attachment used. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. E1: initial reporter name and address.